Event description:
It was reported that during service and repair pre-testing, it was discovered that there was a hole in the hose, the motor was running on safety position (power broken), and there was cosmetic damage in the housing of the motor device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was a hole in the hose which was indicative of pulling on the hose instead of the muffler to disconnect from the autolube. Furthermore, it was observed that the motor was power broken from not operating the safety mechanism while in use and the housing was cosmetically unacceptable due to mishandling. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.